Manufacturer narrative:
H.6. Investigation summary: bd could not find visual abnormality in the sample. As a lot number was unknown for this incident, a DHR could not be completed. We got purified water through a series of actual products, but no leakage was recognized. In addition, we confirmed the airtightness (that there was no air leak due to the pressurization of 150 kpa as the jis airtightness specification value), but leakage was not recognized. Therefore, it was not possible to reproduce the event. Since it was not possible to recognize abnormality such as breakage or reproducibility of leakage in the actual product, it was estimated that this event was due to leakage due to loose connection or dripping from the infusion container.

Event description:
It was reported that leakage might have occurred somewhere from the infusion set of a prm/n35/std/50cm.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage might have occurred somewhere from the infusion set of a prm/n35/std/50cm.